Event description:
It was reported that the pump touch screen was unresponsive and the customer experienced low blood glucose (bg) levels resulting in loss of consciousness. Bg value not provided. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.